Manufacturer narrative:
Date sent: 09/06/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device had opening issues. No additional information provided. Patient consequence not reported.